Event description:
It was reported that the right ventricular (rv) lead was capped and abandoned due to noise, oversensing and pacing inhibition (asystole less than two seconds). A new rv lead was successfully implanted and no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).